Event description:
Related manufacturer report number: 2017865-2023-16697, related manufacturer report number: 2017865-2023-16698. It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator revealed multiple episodes of non-sustained right ventricular over-sensing (nsrvo) and right atrial lead noise. The nsrvo episodes resulted in pacing inhibition and were suspected to be caused by myopotential oversensing exhibited by the right ventricular lead. Atrial lead noise caused episodes of inappropriate automatic mode switch. Programming interventions were made. The patient was stable.

Event description:
New information received notes that over-sensed noise persisted on both the right atrial (ra) and right ventricular (rv) leads. Noise was reproducible on the rv lead with minimal movement from the patient. Further programming interventions were made. The patient was recovering and will continue to be monitored.

Event description:
New information received notes that the device, right atrial (ra), and right ventricular (rv) lead were replaced on (B)(6) 2024. Both the ra and rv lead was observed to have visible insulation breaches during the procedure and were capped. The device was explanted. The patient was discharged.